Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 28/0; cat # 6570-0-128; lot # 80399001. Modular dual mobility insert; cat # 626-00-42e; lot # 81822602. Bowed conical stem 18 x 195mm restoration modular hip system; cat # 6276-7-218; lot # caxx51wc. 21mm mod rev hip body/bolt stdcomponent level 9006-1-021; cat # 6276-1-021; lot # 71803805. Tridentii tritanium cluster54e; cat # 702-04-54e; lot # 79585501a. 6.5mm low profile hex screw 40mm; cat # 7030-6540; lot # 3mfa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by manufacturer? Not available.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. Noted on the form: "revised for possible infection." An mdm metal liner, adm/ mdm poly insert, and 28 +0 ceramic head were revised to like devices.